Event description:
It was reported that the bd eclipse¿ needle w/ 1 ml bd luer-lok¿ syringe experienced the needle was not attached to the needle port. The following information was provided by the initial reporter: bd eclipse 1ml 27g x 1/2 (0.4mm x 13mm) injection needle with luer-lok syringe. When the needle cap was removed, the needle was not attached to the needle port.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Address information was not able to be obtained, therefore, (B)(6) was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified, and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown.

Event description:
It was reported that the bd eclipse¿ needle w/ 1 ml bd luer-lok¿ syringe experienced the needle was not attached to the needle port. The following information was provided by the initial reporter: bd eclipse 1ml 27g x 1/2 (0.4mm x 13mm) injection needle with luer-lok syringe. When the needle cap was removed, the needle was not attached to the needle port.